Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer¿s investigation conclusion: the reported event of a broken backup battery cover screw was confirmed. The submitted image showed damage to one of the backup battery cover screws. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding difficulty tightening the screw or other screw issues, and if the system controller will be returned; however, no additional information was provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2025 the heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, provides instruction on how to properly remove the battery compartment cover and replace the 11v backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a perfusionist was installing backup battery (ebb) to backup system controller and was tightening a screw when it broke. A new system controller was obtained.